Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the heartmate 3 patient, indicated for destination therapy, had left ventricular assist device complications including right ventricle failure (rv). On (B)(6) 2025, emergency medical services (ems) responded to a 911 call and the patient was found unresponsive. Cardiopulmonary resuscitation (CPR) was initiated. The left ventricular assist device (lvad) was confirmed to be on with the green pump running symbol on. Advanced cardiovascular life support (acls) was provided. There were multiple calls back and forth with ems for device management. The patient was back in cardiac arrest when the patient arrived at the hospital. Log files were sent for review. There were emergency backup battery faults starting on (B)(6) 2025 at 23:45 and continued until the driveline was disconnected on (B)(6) 2025 at 00:07. It appeared the ebb failed the load test which resulted in the faults. The system controller was exchanged on (B)(6) 2025 in the setting of the ebb fault alarm. Log files were sent from the other controller captured low voltage hazard and no external power events on 06jul2025 at 14:06 and 14:08 while using the mobile power unit (mpu). It appeared the mpu lost total power enabling the ebb in the controller until the power was restored to the mpu. Both power leads were also disconnected when switching from battery power to mpu on (B)(6) 2025 at 14:09 causing no external power events. There was also a period of low flow events from 14:08 through 14:55 which captured a range of low flow events from 0.6 liters per minute (lpm) to 3.1 lpm along with variable pulsatility index events. The driveline was disconnected on (B)(6) 2025 at 14:55. Per the site, there was a plan for device removal. Per the site, the equipment was placed in the lvad storage room.

Manufacturer narrative:
This event was determined to be supplemental information and will be submitted under MFR# 2916596-2024-04347 no further information was provided. The manufacturer is closing the file on this event.